Event description:
It has been reported that plug inside the package doesn't match the label at the package, it was smaller. They opened another package and found a plug with the right size. There was no adverse consequence for the pt or delay in surgery or anesthesia time.